Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-10222. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side device rupture. Healthcare professional confirmed suspected rupture, diagnosed by ultrasound and MRI. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, an opening assessed as surgical damage and broken device assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported a left side device rupture. Physician confirmed suspected rupture, diagnosed by ultrasound and MRI. Later healthcare professional confirmed rupture. Device was explanted.